Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, a conclusion can not be drawn. The most likely cause of the event was patient anatomy, as the patient had a functional bicuspid versus fused non coronary cusp to right cusp with moderate calcified annulus, as it was reported. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position as the valve ended up implanted too deep.

Event description:
Medtronic received information that following the implant of this 31mm transcatheter bioprosthetic valve upon release the valve migrated toward the left ventricle cavity and transthoracic echocardiogram (tte) revealed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed which reduced the pvl to mild, verified by tte/aortic angiogram.t wo months later, the patient was admitted to the hospital with severe paravalvular leak and a 29mm non-medtronic valve was implanted valve-in-valve. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.